Manufacturer narrative:
A.1. Patient identifier: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30985283l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803.this report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial sponsored by bwi, it was reported that patient underwent an atrial fibrillation (afib) ablation procedure with a qdot-micro, uni-directional, f curve, c3, split handle and suffered a deep vein thrombosis which required medication. Patient received a cardiac ablation index procedure on (B)(6) 2023 with conscious sedation for ventricular tachycardia. On (B)(6) 2023, patient experienced deep vein thrombosis (ae1) categorized severity is mild and not serious. Relation to study device is not related. Relation to study procedure is causal to index procedure. Outcome is recovering/resolving with intervention of medication.

Manufacturer narrative:
Update information was received for deep vein thrombosis (ae1): outcome value "recovering/resolving" has been changed to "recovered/resolved"; end date value "" has been changed to "(B)(6) 2023". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).